Event description:
A low rectal anastomosis was performed using the stapling device. After discharging the stapler, it was opened and extraction of the instrument was attempted. However, the device could not be removed without force, tearing a 5 to 7 mm hole in the anastomosis and disrupting areas of serosa. This required manual suturing.